Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 along with concurrent lavh due to fibroids, prolapse, urinary stress incontinencea review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that the patient underwent bso, abdominal wall exploration with excision of mesh, anterior vaginal wall exploration with removal of mesh and cystoscopy to ensure bladder and ureteral integrity on 04/04/2013. It was reported that the patient underwent transvaginal excision of mesh on (B)(6) 2014. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 4/15/2016, it was reported that patient underwent removal of exposed vaginal mesh due to exposed vaginal mesh on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.